Event description:
It was reported that a patient underwent a hysterotomy procedure on (B)(6) 2013 and a drain was placed. On (B)(6) 2013, when the doctor removed the drain as scheduled, resistance was felt and the drain broke. A piece of the drain was left in the patient's body. The surgeon performed a re-operation on an unknown date. A small incision, 2-3 cm was make and the broken piece of drain was removed. Currently, the patient is in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1227616, mfg date: 02/01/2012, exp date: 02/28/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.